Manufacturer narrative:
Device evaluated by MFR: a promus element mr ous 4.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent revealed stent damage along the entire length of the stent. The manufacturing data for this device was reviewed and there were no issues to note. The maximum crimped stent profile was within specification. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the type b proximal left anterior descending artery (lad). A 4.00x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was mildly lifted. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the type b proximal left anterior descending artery (lad). A 4.00 x 32 mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was mildly lifted. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.